Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 5mm distal of the proximal markerband was revealed. There was a scratch distal of the pinhole. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities in the markerband that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. A kissing balloon technique was performed and a 4.00mm x 15mm nc emerge® balloon catheter was selected to dilate the lesion. However, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 4.0x12mm nc emerge® balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. A kissing balloon technique was performed and a 4.00mm x 15mm nc emerge balloon catheter was selected to dilate the lesion. However, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 4.0x12mm nc emerge balloon catheter. No patient complications were reported and the patient's status was good.